Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The field service engineer (fse) was advised to reseat j10 connector, install p-clip and standoff kit if not already present and replace dual-pot. If error reoccurs replace proximal harness.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, when moving the arm, it would fault. The caller stated that it happened while setting up for the case and when docking the system. The procedure was continued as planned with no reported injury. Intuitive followed up but no additional information was available. Case was already created based off reported issue.